Manufacturer narrative:
(B)(4). Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with missing display window cover, cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The insulin pump was restarted by holding the round button for a long few moments. The customer stated that the insulin pump did complete the calibration and now the insulin pump was working.¿no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.